Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 26mm annuloplasty ring was implanted and explanted. The reason for explant was not reported. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information from the physician that the 26 mm ring was explanted due to mild regurgitation and was replaced with a non-medtronic 25 mm valve. If information is provided in the future, a supplemental report will be issued.